Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture IV, seroma-late, "fear of undergoing another surgery and the permanent thought of carrying a ¿time bomb¿ inside the body," "moderate amount of adjacent fluid,""simple cysts, and "breast implants presenting radial folds. "

Event description:
Patient reported right side "fear of undergoing another surgery and the permanent thought of carrying a ¿time bomb¿ inside the body," "baker 4 contracture," "moderate amount of adjacent fluid," and "simple cysts." Device remains implanted.